Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 0%, within 2 days while the pump was not in use. It was also noted that the battery was charged up to 100%. Then the battery gauge dropped to 5% when a new cartridge was loaded and then it displayed 40% when the pump was plugged into a power source. Reportedly, the battery gauge then jumped up to 100%. After the pump was removed from a power source, a malfunction alarm occurred. The customer's blood glucose level was not impacted and it was confirmed that the customer had manual injections available.